Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a cable broke on their cadiere forceps instrument, and a small fragment fell inside the patient. The customer believes that they retrieved the fragment using a suction irrigator instrument but were not sure. The customer replaced the cadiere forceps instrument with a backup instrument and continued with the procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.